Manufacturer narrative:
Patient code (B)(4): secondary surgical intervention, explant and additional suture (B)(4).

Event description:
The reporter indicated that tha 12.6mm micl12.6, -8.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted with additional suture due to iris atrophy and pupil dilation. Additional information reported: chamber well framed. Iris atrophy at incision site. Pupil size normal. Superior corneal edema grade 2. Os visual field pass. Slight restriction inferior not in visual axis. Will follow up with visual field in 1 month. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens was returned in a contact lens container. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Additional information: corneal edema resolved. Patient was treated with durezol 0.05% and zymaxid 0.5% as part of normal post-op regimen. (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information added: in the surgeon's opinion the cause of the event is a patient-related factor. Additional report sources added. (B)(4). Claim# (B)(4).